Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. It was reported that the patient has not been charging her device for a few months due to her husband being in and out of the hospital. The rep reported the patient's controller was fully charged. The patient was seeing the device not found screen. Passive recharge mode was reviewed. Additional information was received from the manufacturer representative and consumer on 2019-dec-26. It was reported that the patient was not able to charge the implantable neurostimulator (ins) for an extended period of time because they lost their equipment. They eventually found the equipment and now the patient was not able to charge the ins. They kept seeing the no device found screen. During the call, the patient entered passive recharge mode and was able to connect to the ins and start charging with excellent quality. It was reported that the ins seemed to move. The patient could easily locate the ins when they stood up, but when they were laying down it was harder to find. This was noticed more recently. It was confirmed that the ins was placed in lower mid stomach on left side. No further complications were reported.